Event description:
It was reported that a pt underwent cataract surgery and was implanted with an ao60g lens in the right eye. Approx 4.5 months after iol implantation, descemet's stripping automated endothelial keratoplasty (dsaek) with intracameral injections of air was performed. Approx two months after the dsaek procedure, the pt presented with foggy vision. Opacification of the anterior surface of the iol within the pupillary area was observed. A yag was performed but was unsuccessful. The iol was subsequently exchanged for a different model. According to the surgeon, the pt's current prognosis is guarded.

Manufacturer narrative:
Bausch and lomb has become aware of this event through referenced article "localized calcification of hydrophilic acrylic intraocular lenses in association with intracameral injection of gas." Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.